Manufacturer narrative:
Outcome attributed to adverse events: marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an infection called pseudomonas infection that originated from patient's ear and nose. The patient carried this infection and it spread to the ins pocket site. The rep reported that the ins was explanted, the hcp used water to clean the pocket from debris and the hcp also implanted a drain. The rep noted that there was drainage from the wound. The rep said that antibiotics were started but the rep was unsure if they were oral or IV. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
The date the manufacturer received the event information was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the infection spread from the implantable neurostimulator site to the spine site. They opened the spine site and debrided and rinsed out the space. They removed the extensions and then pulled them through the pocket site. They took cultures (the extensions were also sent in to be cultured) and they left the paddle lead in for the time being. It was noted that the issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection was in the process of being treated. The hcp informed the rep that the patient wished to have a second ins implanted. The rep said the ins was returned to the hospital, and it was unknown what the future status of the ins would be. No further complications were reported/anticipated.

Manufacturer narrative:
An analysis was not performed due to a non-analyze medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.